Event description:
It was reported that a malfunction code displayed on the customer's device. Due to the unknown status of the blood glucose level, it is unclear if there was any impact. Technical support provided the customer with pump reset information and assisted with resetting the pump, after which the malfunction code did not recur.